Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: #800785 - *the lot was built on afa line 6, from january 8, 2018 thru january 12, 2018 and packaged on line 10 from january 10, 2018 through january 15, 2018 and then on april 9,2018 (pallet 14) for the amount of 258,610ea. *2 qns were initiated during production: 200727035 for adapter luer damage (could be related) and qn 200742916 for wrinkle seal (pkg) (not related). Disposition, root cause and corrective action were applied according to the quality control plan. *all other challenge, set-up and in process samples were performed and passed per specifications. Received 2 iag 20ga units within a sealed package from lot 8005857. All components were present and intact. Visual examination: no physical-mechanical damage detected on any of the components of the received units. The catheter and the needle tips were acceptable per specifications. The penetration and drag test was performed and within specifications with a result of: 18.4 gf (catheter penetration), 21.1 gf (needle penetration) and 1.1 gf (catheter drag) 19.3 gf (catheter penetration), 19.1 gf (needle penetration) and 1.4 gf (catheter drag) the flashback test was performed by inserting the unit into a lab provided artificial vein: liquid was observed on the flashback chamber and on the needle notch (when tested by itself) the water-leak test was performed on the catheter adapter assembly and no leakage was observed on any of it components. Conclusion(s): no physical-mechanical damage was observed on any of the components of the received unit and no manufacturing related issues that would trigger the failure experienced by the customer was found.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ there was an issue with leakage. There was no report of injury or medical intervention.